Manufacturer narrative:
Concomitant medical products: fr995-29, valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The right ventricular (rv) lead exhibited rising impedance. The right atrial (ra) lead also exhibited undersensing. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.